Event description:
During a remote follow-up, noise that resulted in oversensing was noted on the right atrial (ra) lead. Lead damage was suspected but was not confirmed. No intervention was performed and the patient was stable and will continue to be monitored.

Event description:
Additional information that the lead was explanted to resolve the event.

Event description:
Additional information was received that the ra lead was explanted successfully. While explanting the right ventricular (rv) lead, the patients pressure decreased and cardiac surgery was needed. The rv lead was extracted. The patient remains in the critical care unit. The incident associated with the rv lead was reported in manufacturer reference number: 2017865-2021-26601.